Event description:
A malfunction occurred with the customer's pump, indicated by a recurring malfunction code even after the pump was reset. There was no reported adverse impact on the customer's blood glucose level. The customer was informed by technical support that the pump needed replacement, and arrangements were made to ship a replacement pump. The customer will use manual insulin injections to maintain insulin delivery until the replacement is received, and instructions were given for returning the malfunctioning pump using a prepaid label and return box.